Event description:
Adverse event(s): "no pt involved" (no pt involvement). Product problem(s): "blue thread/fibers in pak" (foreign material present in device). The customer reported "blue fibers" on instruments, cartridges, and other components. The reporter stated the fibers are from the custom pak. No pt impact was reported. Add'l f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).